Event description:
The customer reported that the yellow and red alerts are not creating audible alarms on the monitors. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system has no yellow or red alarms present. The fse rebooted the system to resolve the customer's device issue. The philips field service engineer confirmed the customer's device issue and was resolved with a reboot.